Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. Treatment was not reported. On an unreported date, the patient was hospitalized for the peritonitis event. The cause of the peritonitis was unknown. The patient was discharged 30 days prior to receipt of this report. On the same day that the patient was discharge from the hospital, the patient passed away. The cause of death was unknown. It was not reported if an autopsy was performed. Additional information was requested but is not available. This is report 1 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h13h11021 and h13j04049 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A batch review of potentially associated lot numbers, h13j04049 and h13h11021, will be performed. Should additional relevant information become available, a supplemental report will be submitted. This report references the same patient as (B)(4).